Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Please refer to regulatory report 3004209178-2020-06475 for the device product ID: 3058, sn: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated on (B)(6) 2020 she had a bladder ins implanted on her right side. The patient thinks the bladder ins has caused issues with her spinal cord stimulator (scs) device. The patient stated when both devices are on her nerve pain had increased and doubled. No further complications were reported. No additional patient symptoms were reported.